Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture suspicion" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor" which is not device related. Later healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade I". Capsulectomy was performed. This record is for the left side. Device was explanted.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor" which is not device related. Later healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade I". Capsulectomy was performed. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ cancer: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor" which is not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Event description:
Patient reported "rupture suspicion" confirmed via MRI and ultrasound. Later patient reported "undergoing oncological surgeries and treatments due to a thyroid tumor". This record is for the left side. Device remains implanted.